Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was an elevated threshold at the same time of impedance rise on the right ventricular (rv) lead. There was also high impedance possible fracture. It was noted the patient was palliative with aggressive dementia. The device was reprogrammed and lead remains in use. No patient complications have been reported as a result of this event.